Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 32mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal stent region were noted to be misaligned. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mm x 32mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and the tip of the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.75mm x 32mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.75 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and the tip of the stent strut was found lifted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.